Event description:
Follow up reported the patient was still having concerns with their device or therapy but they had not sought further help.

Event description:
The patient experienced a shocking sensation at the lead site and his neurologist thought his system was "leaking." The device was reprogrammed. The stimulation was turned down to 1.6v which resolved the shocking sensation. He still felt tingling but it was tolerable. Additional information has been requested.

Manufacturer narrative:
Extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2011. Programmer model 37642, serial # (B)(4). Lead model 3387s-40, lot # v088235, implanted: (B)(6) 2008. Ins model 37602, serial # (B)(4), implanted: (B)(6) 2011. Lead model 3387s-40, lot # v670473, implanted: (B)(6) 2011. Extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2008. (B)(4).

Event description:
Additional information received reported that in the "spring" there was "leakage in the line" and he experienced a "terrible shock" that "knocked me to the ground" while stimulation was set at 3.2v. The shocking sensation felt like the patient was in an electric chair and it came in spurts. After reprogramming down to 1.6v it helped with his tremors and he did not have shocking. The patient now had a tremor in his left hand and "feels like I may be off." The patient programmer was used to confirm that the stimulation was currently on for the right side device, which controls the left hand. The patient's physician stated that to resolve the patient's issue they would need to "replace the whole thing," but the patient was hoping to have the device reprogrammed to see if the tremor could be controlled. The patient was directed to contact his physician. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).